Event description:
Reporter indicated that the pt had passed away. The pt was admitted into the hospital in 2002 with multiple medical problems and was a dnr (do not resuscitate). The cause of pt's death was listed as respiratory failure. The reporting physician did not have full details on the event as pt was out of town and another doctor was covering for them.